Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. Root cause is determined to be supply bag fell and disconnected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determined if further actions are required.

Event description:
The customer contacted baxter's technical service center to report bags falling off and disconnecting which occurred on home choice (hc) during use during dwell 2 of 4. The home patient (hp) stated that the bag had become disconnected from the hc. The baxter technical representative (tsr) assisted the hp to cycle power on the hc to end therapy. The tsr advised the hp to contact the nurse for missed therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 regarding the solution bag falling and becoming separated from the cassette. The home patient (hp) stated that she was unsure how the supply bag fell. The hp keeps the solution bag on a box next to the homechoice machine so that the bag will be level with the machine. The hp finished therapy with manual supplies. The hp informed her nurse of the incident and did not receive medical intervention. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded and lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.